Event description:
Per the arjohuntleigh diligent clinical rep's event description - "recently a (B)(6) pound pt was being lifted with the maxi move using the xl sling (hook style) and using the maxi move bar attachment. While the pt was up, a sling strap ripped. They were able to lower the pt without incident." No injuries were reported.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh on behalf of the MFR medibo medical products (B)(4). The eval of the device to date has been carried out by a rep of the MFR's sales and service unit subsidiary division, not a direct employee of the MFR. Add'l info will be provided following the conclusion of the MFR's investigation.